Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a por (power on reset) over six months ago. Charge circuit inactive. An alarm now occurred because of excessive charge time eos (end of service). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis revealed that the reported charge circuit failure was confirmed and traced to elevated leakage in the high voltage charge circuitry. This was the cause of the charge time out. If information is provided in the future, a supplemental report will be issued.